Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible has been completed. The device was not returned for investigation. Per the provided clinical information, the patient lost pulses over impella leg and external fem to fem bypass resolved ischemia on left femoral leg. The cause of the limb ischemia issue was patient condition related with fem-fem bypass resolving ischemia on impella leg per clinical.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. After five days of support, the team explanted the pump due to limb ischemia which was diagnosed by lost pulses. The team had used fem-fem bypass to support and perfuse the limb. The patient was stable after the explant.